Manufacturer narrative:
As reported the device did not cause the infection. The infection was the direct result of complications associated with the patients abdominal wall abscess, colo-cutaneous fistula and wound dehiscence. Regarding infection the warning section of the IFU states, "if an infection develops, treat the infection aggressively. Consideration should be given regarding the need to remove the mesh. An unresolved infection may require removal of the device." If additional information is obtained regarding the implanted device a supplemental MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Remains implanted.

Event description:
The following was reported and is associated with the (B)(6) . On (B)(6) 2016 - patient underwent implant of the phasix mesh. On (B)(6) 2016 - patient diagnosed with abdominal wall abscess. On (B)(6) 2016 - patient diagnosed with colorectal leak on (B)(6) 2016 - patient was diagnosed with a mesh infection. On (B)(6) 2016 - wound vac was placed. Patient being treated. As reported the patient experienced a wound dehiscence that was caused by an abdominal wall abscess due to a colo-cutaneous fistula, which resulted in the mesh becoming infected. The surgeon confirmed that the patient complications not device related.